Event description:
The following has been reported: biomed reported: tubing set error. No patient harm and no active infusion. Logs provided. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 3 failure. The device was unable to perform a mock infusion as it alarmed after a cassette was seated. An internal investigation was performed and no physical damage could be identified. The device was reverted to manufacturing mode and pneumatic hardware testing was performed. The device failed pneumatic hardware testing consistent with a valve 3 leak.